Event description:
Pt stopped taking coumadin medication without medical directive for four days. Pt went to doctors office, inr on suspect meter 7.3, no treatment given at that time. Next day, inr=8.0 and lab inr=4.5. Treatment was given based off of the lab result. Controls were stated to be within range.